Event description:
It was reported that this patient has a history of premature ventricular contractions. The patient has received multiple inappropriate shocks due to oversensing of signal amplitudes. No reprogramming changes have been made at this time. No adverse events.

Event description:
It was reported that this patient has a history of premature ventricular contractions. The patient has received multiple inappropriate shocks due to oversensing of signal amplitudes. No reprogramming changes have been made at this time. No adverse events. This supplemental report is being filed to provide additional coding.

Manufacturer narrative:
This supplemental report is being filed to provide additional coding.